Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, d4 (version or model #), d11, g4, g7, g8, h2, h4, h6 (type of investigation), h10, h11. Corrected field: d5, g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d10, e1(email), g4, g7, h2, h3, h6 (type of investigation), h10. The customer has not requested getinge to evaluate the iabp; however, a getinge field service engineer (fse) visited the site to perform a software upgrade to the iabp which was completed without any issues. The iabp unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.